Event description:
It was reported that the intra-aortic balloon (iab) had been prepped and flushed for insertion. However, the iab could not be advanced over the guidewire. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane loosely folded and traces of blood on the exterior. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID (B)(4).

Manufacturer narrative:
Occupation: supply chain management / non-healthcare professional. Additional reporter name: (B)(6), lead cv tech. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been prepped and flushed for insertion. However, the iab could not be advanced over the guidewire. There was no patient harm or adverse event reported.